Manufacturer narrative:
Both malfunction and serious injury.

Event description:
Pt had a device change out last week. After the device change out the atrial and ventricular leads exhibited pauses. No changes in threshold of impedance were noted for either lead; however, provocative testing of the leads showed noise on both the atrial and the ventricular leads when the pt laid on her right side. Recommended replacing the leads. On (B)(6) 2010 -based on add'l info and strips, the noise reported was external noise and the physician reprogrammed the device. On (B)(6) 2010, this lead was capped due to pacing pauses. The pt also had (B)(6) .